Event description:
Patient reported experiencing more malfunction and occlusion errors with her pump and stated that she had been in contact with technical support regarding the issue. There was no adverse impact to the customer¿s blood glucose level. Patient is currently in the process of obtaining a new pump through insurance, with no additional information regarding the outcome of the event.